Manufacturer narrative:
D3 - mfg establishment name and address: corrected h3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient went to the operating room for tracheotomy due to thick sputum. After the tracheotomy in the operating room, when the cannula was inserted, it was found that the air bag was leaking and could not be used. A new tracheal tube was replaced. There was patient involvement, but no harm reported.